Manufacturer narrative:
Additional suspect medical devices involved in the event: model#: sc-8336-50, serial#: (B)(4), description: model#: sc-4318, lot#: 21316418, description: clik x anchor. The explanted device were not returned to bsn. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms like oozing were noted. The patient underwent an explant procedure and was placed on antibiotics. The physician believed procedure may have caused the infection. The patient was doing well postoperatively.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms like oozing were noted. The patient underwent an explant procedure and was placed on antibiotics. The physician believed procedure may have caused the infection. The patient was doing well postoperatively.